Event description:
On august 17, 1997, two fire dept paramedics sustained injuries while unloading a pt lying on an ambulance cot, from the back of the ambulance. During this procedure, as the cot cleared the back of the vehicle, the locking device for the legs supporting the wheel carriage of the cot failed to engage, dropping the cot and the pt to the ground. The pt sustained no adverse effects as a result of this incident; however, both paramedics received disabling injuries. Paramedic #1 suffered a muscular strain to the lower back; paramedic #2 sustained injury to the right lower arm and lower back. Neither employee has returned to work from these injuries as of this reporting date. The cot used in this instance underwent routine biannual preventative maintenance only five days previous. It has subsequently been inspected by a factory authorized MFR's representative which revealed no negative findings.